Event description:
It was reported by the patient that two weeks after implant of the implantable cardioverter defibrillator (ICD) the patient received a shock. The patient noted that the physician stated "the ICD didn't work right." Communication with the clinic indicated that the shock was delivered for atrial fibrillation with rapid ventricular response. The patient also reported receiving an additional shock two weeks later that remains unconfirmed by the clinic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419488 lead, implanted: (B)(6) 2010. (B)(4).